Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that at implant, this right atrial (ra) lead exhibited low sensing, high thresholds and no capture once the helix was extended. The patient experienced an increased heart rate and the blood pressure dropped. An echocardiogram confirmed a perforation. A pericardialcentesis was done and the patient had no further issues once it was drained. The lead was explanted and a new lead implanted without issue.